Event description:
It was reported that an ultrasonic core break occurred. An ekosonic catheter was being placed to treat the patient's thrombosed lower extremity bypass graft. A contralateral approach was taken with a guiding sheath going up and over. The infusion catheter was placed, and then the ultrasonic core was advanced and resistance was met. The ultrasonic core kinked and then broke. The ultrasonic core was completely removed from the patient without complication. A new ekosonic catheter was prepared and again the ultrasonic core was unable to advance and kinked. The procedure was completed using the catheter as a regular infusion catheter. There were no patient complications.

Manufacturer narrative:
H3 - device evaluated by manufacturer: the ekos ultrasonic core (usc) was returned to boston scientific for analysis. The device was inspected for any damage or irregularities. The usc showed damage in the form of a separation located 63.4 cm from the hub. Because of the separation further functional testing could not be completed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage. Device analysis determined the condition of the returned device was consistent with the reported information of a break.

Event description:
It was reported that an ultrasonic core break occurred. An ekosonic catheter was being placed to treat the patient's thrombosed lower extremity bypass graft. A contralateral approach was taken with a guiding sheath going up and over. The infusion catheter was placed, and then the ultrasonic core was advanced and resistance was met. The ultrasonic core kinked and then broke. The ultrasonic core was completely removed from the patient without complication. A new ekosonic catheter was prepared and again the ultrasonic core was unable to advance and kinked. The procedure was completed using the catheter as a regular infusion catheter. There were no patient complications.